Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated while attempting to remove the guidewire, the cap of the guidewire became disconnected from the guidewire. The physician was able to withdraw the guidewire without the cap. There was no injury to the patient or the physician inserting.